Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The site nurses plugged the instrument into the navigation system, it registered as it should but when the surgeon tried to verify the points on the patient, it failed.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. G2: foreign country: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received, information regarding a navigation system being used. Intra- operatively, during a functional endoscopic sinus surgery (fess) procedure. It was reported, that after successfully registering, the patient for the surgery. The surgeon requested the instrument probe. This was plugged into the system and it registered successfully. However, when the surgeon went to use it, they noticed, it was not registering accurately. When the surgeon was verifying, the landmarks. The readings were inaccurate when compared to the registration readings. The patient was eight inches from the emitter. Another navigation instrument set was used. No known impact to patient outcome. There was no surgical delay. Inaccuracy amount unknown.